Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical manager reported via phone call that they experienced low blood glucose level as well as high blood glucose level. Customer¿s blood glucose level was 38 mg/dl and 30 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with glucagon. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature. Customer did not allege insulin pump was over delivering. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information of treatment code provided with the initial report was incorrect. The correct information has been included with this report in b5 summary section. (B)(4).

Event description:
Corrected harm code as coma was not reported. Low blood glucose event was treated with glucagon and carb or glucose intake